Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that loose particulate matter was found inside the tubing of a uv flash disconnect set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A microscopic and gross visual inspection was performed and found hole in bag at the port seal and loose particulate matter inside of the tubing lumen. Functional testing of the device included leak testing and clear passage testing. Leak testing revealed a leak through a hold in the bag at the port seal. Clear passage testing found no issues that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.